Manufacturer narrative:
A mfg batch record review was conducted on part number 86-4117, lot# 2343, all records were found to be in order with no material or mfg issues noted. At this time, jjpi considers this complaint closed.

Event description:
Revision surgery was necessary due to reported failure of tibial tray. The surgeon believes failure is related to osteolysis, as a result of the coating debonding from the tray.